Event description:
Medtronic received information that this bioprosthetic valve, implanted 1 year in the pulmonic position, was exhibiting stenosis thought to be related to calcification. Based on echo, the cardiologist noted that the valve may be compressed by the patient's mediastinum causing valve dysfunction. The valve was subsequently explanted. At explant a significant amount of scarring and/or narrowing at the rvot/freestyle anastomosis was noted. There was also some narrowing at the distal portion of the freestyle valve. The valve will be returned for analysis after hospital pathology has released the valve. There were no adverse patient effects reported.

Event description:
Medtronic received information that this bioprosthetic valve, implanted one year in the pulmonic position, was exhibiting stenosis thought to be related to calcification. Based on echocardiogram, the cardiologist noted that the valve may be compressed by the patient's mediastinum causing valve dysfunction. The valve was subsequently explanted. At explant a significant amount of scarring and/or narrowing at the rvot/freestyle anastomosis was noted. There was also some narrowing at the distal portion of the freestyle valve. The valve was not released from hospital pathology, and no further information was made available. There were no adverse patient effects reported.

Manufacturer narrative:
Product return is expected, however, based on the limited information available, no conclusion can be drawn at this time. Should additional information be provided a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore a conclusive cause of the reported stenosis could not be determined. It was reported that based on the echocardiogram, the cardiologist noted that the valve may be compressed by the patient's mediastinum causing valve dysfunction. The valve was originally implanted in the pulmonic position. The device history review of this valve was reviewed and no issues were noted that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.